Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone, the insulin pump continued to alarm and no alarm was displayed on the screen. Customer was attempting to bolus and the device started to have a high pitch alarm, different then the other alarms. Customer changed the battery and the device alarmed unexpected restart. Customer's blood glucose was 8.2 mmol/l. The device had a blank display. Troubleshooting was performed and anomaly persisted after the battery compartment was cleaned and a new battery was inserted. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.